Event description:
In (B)(6) of 2008, I was vacationing in (B)(6) when I experienced cloudiness and blurred vision. These vision problems really impaired my ability to see clearly when driving a car. I assumed this was the beginning of cataracts. When I returned home, I made an appointment for an exam on (B)(6), 2008, with dr. (B)(6), office in (B)(6). I had been to dr. (B)(6) several times over the years for my eye exams, so he was familiar with my history. Dr. (B)(6) confirmed that I had the beginning of cataracts and that eventually I would require surgery. During my exam, dr. (B)(6) told me that I would be a "perfect candidate" for the "special lens" procedure called restor that he performs on pts with great success. This procedure, unlike simple cataract surgery, would cost me (B)(6). This amount was in excess of the cataract removal charge). This expense was a major decision for me since I am retired and have a limited income. However, dr. (B)(6) explained that the successful outcome would be that my vision would be greatly improved, and I would not have to wear glasses. At this time, I was wearing bifocals, but I could see fairly well without them. I had good distant vision and with glasses, excellent close up vision for reading small print. I rarely wore my glasses for driving and overall, I only had to wear them approx 30 - 40% of the time. However, I was excited about the prospect of not having to wear glasses, which has always been an annoyance for me. I sincerely trusted dr. (B)(6)'s opinion. Dr. (B)(6) advised me that the cataracts were not severe, and I could wait several months to make a decision. After much deliberation, based on dr. (B)(6)'s recommendation of me being a "perfect candidate" and the success of this procedure, I made the decision to have the procedure. I met with dr. (B)(6) on (B)(6), 2008, and arrangements were made for procedure to be performed on (B)(6), 2008. On (B)(6), 2008, I had the procedure done to my left eye, and was given an appointment for the following week on (B)(6), 2008, to have the right eye done. During the week following the first procedure, I did not notice any improvement in my vision. My vision actually became worse. When I arrived at the (B)(6) center on (B)(6), for the right eye to be done, I expressed my doubts and concerns and said that maybe I should wait a few weeks to see if my sight improved in the left eye before I went forward with the right eye. The nurse advised that it was important to have both eyes done within a short time period, and it would not be a good idea to delay the procedure. I had to pay in full at the time of each eye procedure. After the second eye was done, unfortunately, I had no improvement in my vision. It actually became worse. I now have to wear two pair of glasses, one when I drive, and another pair for closeness. I can't drive at night because of huge halos around all lights on cars and street lights. Even when wearing my glasses, I have to have extreme brightness to read the newspaper or to see prices in grocery stores. I have to wear my glasses to watch television or see a (B)(6) as a spectator. Even wearing my glasses does not help. During the 2009 year, I had an appointment every month with dr. (B)(6). He kept assuring me that the surgery was a success (even though I had been fitted with two pairs of glasses, which still did not give me as good of vision that I had before the procedure, and could not drive at night!). After many, many visits to dr. (B)(6), I was advised by him that the lenses could be removed, but not without possible negative consequences. He said this could be a very dangerous procedure, possibly causing loss of sight! Dr. (B)(6) also suggested doing laser treatments on my eyes to help to diminish the halos. He advised, however, that once the laser is done, it would eliminate the option of removal of the lenses. It is too bad he could not have been more informative about the negative results of the original surgery which cost me (B)(6). After hearing my options, I felt I only had one choice, and that was the laser treatment. Dr. (B)(6) performed this treatment on my left eye on (B)(6), 2009. This treatment had absolutely no effect on the halos that have impaired my night vision and caused my inability to drive after dark. After this laser treatment, I had one more appointment with dr. (B)(6). He said that since the laser treatment did not work on my left eye, he wasn't going to do the right eye, and would be leaving me in the care of dr. (B)(6) who was taking over his practice upon his retirement the end of the 2009 year. I saw dr. (B)(6) a few times, but he appeared to have little interest in my situation. On (B)(6), 2009, I e-mailed my concerns to alcon, the MFR of the restor lenses. I received a phone call on (B)(6) from mr. (B)(4) of alcon labs, (B)(4). We discussed my situation, and mr. (B)(4) said he would pursue my concerns further and also contact dr. (B)(6) for add'l info. Dr. (B)(6) informed me at my next scheduled visit that he had been contacted by alcon and they had sent him "a lot of paperwork" to complete. He appeared very annoyed that I had made this contact. This surgery has been a nightmare for me and has impaired my quality of life in a way that I never was prepared for. Before surgery, I was told I was a "perfect candidate" for this procedure. However, after the surgery, dr. (B)(6) said that "my brain" was not adapting to the new lenses and it would get better over time. It has now been three years, and there has been no change in the damage that has been done to my eyesight. Before the surgery, I had one pair of glasses that I wore 30 - 40% of my day. I now have three pair of glasses and have to wear them if I want to see anything (newspaper, television, sporting events); I can't drive at night; I can't go grocery shopping without my glasses, and the really difficult part is that even with the glasses, I can't see as well as I did before the procedure! My decision to have this procedure done was based on the very positive info I was given by dr. (B)(6). I would not have made this decision if I had been made fully aware of the serious negative effects of an "unsuccessful" outcome. I have talked with many of my friends who have had simple cataract surgery (covered under medicare) who have had more successful results with vision improvement than I have had with my (B)(6) restor lenses! Is it really ethical to encourage older pts (with cataracts) to spend this kind of money to have these implants when the results could be disastrous and when simple cataract surgery, covered under medicare, could provide improved vision and at minimal cost to the pt? Due to this surgery, my eyesight has been permanently compromised with little hope of improvement. I am writing again in hopes that you may provide any new info or procedure you may be involved with that might help to improve my vision and take away the halos I see at night. I also want to make you aware of the extremely adverse effects these lenses have made to my life. I am (B)(6) of age and in excellent health, but I no longer can drive at night (due to the very large halos from cars' headlights, street lights, etc.) Which has certainly limited my traveling plans. My vision overall has considerably diminished since the surgery. I have to constantly switch between three pair of glasses, depending on what I am doing (driving, shopping, reading, etc.). This has been a very unfortunate experience for me and a decision that I will regret for the rest of my life. I also notified the department of (B)(6), and I have a form that I plan to complete and return to them regarding "adverse event reporting." Please notify your research and development that the final outcome of the restor implants have "truly made a difference" in my life...a disastrous difference!